Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. No data was provided for evaluation. Confirmation of the issue was undetermined. It was determined that loss of connection was related to the mobile application. The probable cause could not be determined. No additional event or patient information is available.